Event description:
The pump exhibited multiple altitude alarms, which were noted in the pump history. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, the customer replaced the cartridge, and the pump resumed normal operation. However, due to the recurring nature of the problem, the customer requested a replacement pump. Technical support provided tips for preventing future alarms and agreed to send a replacement pump with updated software. The customer was advised on storing the old pump and the steps needed upon receiving the new one, and they acknowledged these instructions before a replacement was dispatched.